Event description:
The customer reported belavista1000e us having alarm 318 inspiration valve failsafe failed or occlusion in inspiration. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determine the exact root cause as the issue is no longer reproducible. Most likely, it could be due to occluded circuit system during start-up self-test.